Event description:
It was reported that after suturing the lead during the implant procedure, it was tested and loss of sensing was noted. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.